Event description:
It was reported that there was c-arm unintended movement. No injuries were reported. Field engineer was dispatched and changed the foot switches and applied grease to the worms. After this system was left working as intended.